Event description:
A technician reported a case of epithelial erosion in a left eye one week post photorefractive keratectomy (prk). A bandaged contact lens was placed and antibiotic, steroid and hypertonic drop were started. Epithelial erosion has improved and pt is tapering off the eye drops.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).